Event description:
End-user states that for two (2) days, she has had a rash located under tape collar but not under barrier. It is also reported that the tape collar will not seal to skin for three fourths (3/4) of the collar starting at bottom of box containing 10x10 products.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user uses the following products on skin: balmex adult care ointment; unscented baby wipes or adult care cleaning cloth to peristomal skin; dries skin with paper towel followed by adhesive paste and eakin ring seal. End-user was provided instructions in appropriate skin care including crusting techniques and to cut off tape collar. Lastly, replacement product were sent to end-user. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted.

Manufacturer narrative:
The product associated with batch 3f00357 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3f00357 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).